Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / severe pain"), pelvic discomfort ("discomfort"), abdominal pain lower ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), weight increased ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (in (B)(6) 2016, plaintiff underwent a nova-sure procedure). At the time of the report, the menorrhagia outcome was unknown and the pelvic pain, pelvic discomfort, abdominal pain lower, abdominal distension, back pain, dyspareunia, tooth disorder, weight increased, migraine, fatigue and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including heavy menstrual bleeding. In (B)(6) 2016, plaintiff underwent a nova-sure procedure due to heavy menstrual bleeding. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. This case was classified as incident due to surgical ablation. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / severe pain"), pelvic discomfort ("discomfort"), abdominal pain lower ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), weight increased ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (in (B)(6) 2016, plaintiff underwent a nova-sure procedure). At the time of the report, the menorrhagia outcome was unknown and the pelvic pain, pelvic discomfort, abdominal pain lower, abdominal distension, back pain, dyspareunia, tooth disorder, weight increased, migraine, fatigue and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of product technical complaints. Company causality comment this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including heavy menstrual bleeding. In (B)(6) 2016, plaintiff underwent a nova-sure procedure due to heavy menstrual bleeding. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. This case was classified as incident due to surgical ablation. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.